Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during drain phase of peritoneal dialysis therapy. During the troubleshooting, it was reported that the patient disconnected from the homechoice cassette and when reconnecting, the connection could not be tightened enough. The patient line disconnected from the transfer set as a result. Renal therapy services assisted with ending therapy and reviewed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.